Event description:
A customer contacted baxter to report that the liquid could not be stopped even after closing the transfer set clamp. The set had been in use for 2 weeks. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: one used set was received with cap on dark blue connector and no cap on patient connector in reference to leak. The set was tested underwater at 8 psi with leak noted with sleeve in closed position. The set was visually inspected and noted that both of the occluder feet was broken. This complaint was confirmed in the lab for broken occluder feet. A cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.